Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurement of 142 ohms. Technical services (ts) advised on increasing the alert threshold and continue to monitor the system. No adverse patient effects were reported. This system remains in service.